Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event. The remote service engineer (rse) performed the functional analysis and confirmed that the system would not boot up. The rse reviewed the log file and found ippc disk issues and memory problem in the host pc. Although the image disks were recreated, the equipment continued to report disk and memory errors. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. The field service engineer (fse) implemented fsca 2023-igt-bst-027 and booted from ghost backup. Following repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not start properly. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.